Event description:
Caller reported a scratched display on the pump, and it was confirmed that the screen was damaged underneath the screen protector. The issue affected the caller's ability to interact with and read the pump, specifically on the right side of the screen, which was almost blacked out. There was no adverse impact on the customer¿s blood glucose level. The customer used multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was uninterrupted. Tandem technical support decided to replace the pump, instructed the caller on putting the damaged pump into storage mode, and requested its return using a pre-paid label within 10 days.